Manufacturer narrative:
A ge representative evaluated the system and traced the housing hot error to a broken thermistor wire and repaired the wire. Interlock failure traced to short circuit on generator driver pcb. Replaced generator driver pcb. Performed complete functional check on generator. Found batteries to be weak. Customer elects to replace batteries at this time. Replaced batteries. System operates as intended.

Event description:
Customer reported a hot housing (overtemp) error, an interlock error, and other errors. No patient injury was reported.